Manufacturer narrative:
(B)(6). Additional product codes: mni, mnh, kwp, kwq. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient had a posterior t10-ilium spinal fusion with the synthes universal spine system (uss). At an unknown point in time the left rod broke just cranial to the left iliac screw due to nonunion. There was no left s1 screw. There was a right s1 screw. All the other levels had bilateral screws from l5-t10. On (B)(6) 2017, surgeon performed the revision. During the revision, surgeon removed the uss nuts and collars and then removed the rods. He tested all the uss screws from the 2016 surgery in the patient to make sure they were still tight. Approximately eight (8) screws were loose and he removed these screws. During revision surgery both rods were explanted and replaced along with eight (8) loose in bone screws from the original procedure 2016. Surgeon then replaced them with a larger diameter screw. Two (2) of these screws were the iliac screws. Eleven (11) uss screws were left in place from the original procedure. Surgeon then contoured new pre-contoured 6.0mm rods and connected the rods to the screws. He then placed new iliac screws after the rods were in place. The replacement screws were 9.0mm diameter to replace the 8.0mm x 100mm that were explanted. At this point in the procedure, surgeon final tightened all the hardware and successfully completed the procedure. Patient is reported in stable condition. Medical productsdevices reported: 6.0mm ti precontoured rod 50mm straight length 400mm (part number 04.600.014, lot number unknown, quantity 1); nut 11mm width across flats (part number 498.003, lot number unknown, quantity 19); 6.0mm ti collar (part number498.010, lot number unknown, quantity 19); 8.0mm/100mm uss screws (part number unknown, lot number unknown, quantity 11). This report is for one 8.0mm side-opening iliac screw this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws were loose due to the nonunion.